Event description:
On (B)(6) 2025, the user reported hyperglycemia after multiple unsuccessful infusion set insertions. The highest recorded blood glucose (bg) was 400 mg/dl. A full supply change was completed, insulin delivery resumed, and bg later returned to range. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.